Event description:
It was reported that the system was end of life. There was no patient involvement.

Manufacturer narrative:
Upon evaluation, any catheter utilized on the ef-100 system following (B)(6) 2026 will be incorrectly flagged as expired due to the system¿s 24-hour usage limit, rendering the catheter unavailable for clinical procedures. The real time clock was set up with a base year of 2010 and will not support catheters after 2025. D10 concomitant product: ef-322n, endo catheter ef-322n 16cm nasal tip (lot#25i1300jz) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.